Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump did not receive a low battery alert prior to the replace battery alert. The customer's blood glucose value was 10.0 mmol/l. The customer stated that alarm occurred second time. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. Charge/battery lasts less than expected not confirmed. Unexpected battery power loss not confirmed. (B)(4).